Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer states the reservoir compartment was full of insulin. The customer states there was a reservoir leak. The customer's blood glucose level was 148mg/dl. Troubleshoot was conducted. The customer states the alarm was resolved by complete reservoir and infusion set change.